Event description:
Literature was reviewed regarding the impact of prosthesis-patient mismatch (ppm) after transcatheter aortic valve replacement (tavr) in asian patients. The study population consisted of 7,072 patients who underwent tavr with either a medtronic corevalve/evolut r/evolut pro valve (n = 1,647) or a non-medtronic sapien xt/sapien 3 valve (n = 5 ,425). The authors classified ppm as moderate or severe based on the indexed effective orifice area of the implanted valve. Among all patients, the following adverse outcomes occurred: ppm (moderate or severe), bleeding (life-threatening or major), major vascular complications, disabling stroke, coronary artery obstruction, new atrial fibrillation, need for pacemaker implantation, paravalvular leak (mild to severe), elevated mean aortic gradients (= 20 mmhg or = 20 mmhg), and acute kidney injury. Additionally, the authors found that ¿severe ppm, but not moderate ppm, was independently associated with an increased risk of 3-year all-cause mortality, cardiovascular mortality, and heart failure hospitalization.¿

Manufacturer narrative:
Citation: ishizu k, kitano k, yamamoto k, et al. Update on prosthesis-patient mismatch following transcatheter aortic valve replacement in asian patients. Jacc asia. 2024;4(11):793-806. Published 2024 oct 8. Doi:10.1016/j.jacasi.2024.08.010. Earliest date of publication used for date of event and date of death. Earliest approved medtronic tavr product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.